Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete event information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue on an unknown date.